Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the synchroseal instrument was not firing. The site stated that they tried two synchroseal instruments, and power cycled the e-100 generator, but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the led status, and had the customer check the cable connections, but the issue remained. The site moved forward with the case and stated they would try a vessel sealer instrument, and if necessary, move the procedure to the integrated electrosurgical generator unit (iesu). There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the e-100 generator was not supplying energy to the synchroseal instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The generator was installed into the test system and an error would show up after the synchroseal instrument was in use for 30 seconds intermittently. The complaint regarding the e100 generator not supplying energy to the synchroseal was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the e-100 generator exhibited a persistent issue during the procedure. The e-100 generator was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.